Event description:
Chiron vision received info from it's foreign affiliate that the unit screen would not illuminate. The malfunction occurred during the operation check. The unit was returned prior to use. No pt contact.